Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the procedure was to treat a lesion in the anterior tibial in the left leg. During use of another company's atherectomy device, the guide wire fractured. The entire guide wire was removed from the pt with the atherectomy device. It was confirmed that nothing remained in the pt. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The core was separated at the proximal end of the hypotube. The fracture face was ovaled as if the core had kinked prior to separating. There were two bends in the core 8mm and 1.8 cm proximal to the separation. The coils were pushed distal to the center solder for a length of 1.5 mm. There was a bend in the shaping ribbon 2.5 mm proximal to the tip. There was no other damage noted to the guide wire. There were offset coils 1 cm distal to the center solder for a length of 2 mm. The tip was tugged on to confirm that the shaping ribbon and core were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.